Manufacturer narrative:
B3, date of event: the reported information states that arrhythmia was diagnosed 2 weeks post initial device implant performed (B)(6) 2024. Gore considers the date of diagnoses to reflect the event date. For data availability reasons and as no exact event date was available, august 31, 2024, was determined to reflect this date. B5, describe event or problem: added information. E. Initial reporter: updated information emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, component code: replaced code g07003 with code g04088. Added code g04027. H6, type of investigation: added codes b20, b14, b11 . Code b20: the device remains implanted. Therefore, a device evaluation could not be conducted. H6, investigation findings: replaced code c21 with c19 code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. H6, investigation conclusions: replaced code d16 with d15. Added d12.

Event description:
Reportedly, no further information was available regarding this patient.

Manufacturer narrative:
B3, date of event: the reported information states that arrhythmia was diagnosed 2 weeks post initial device implant performed (B)(6) 2024. Therefore, 02-sep-2024 was determined to reflect the date of event. A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted. Therefore, an evaluation on the device cannot be performed. Gore has reached out to the source for additional information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). Reportedly, atrial fibrillation was diagnosed 2 weeks post procedure and subsequently treated with anticoagulant (apixaban) and blood pressure lowering medication (bisoprolol). The patient was reported to have now gone back to normal sinus rhythm but will need to wear a 72 hour holter monitor over a few months' time to help review if the patient can be take off medication treatment then.